Event description:
It was reported that during an anterior resection procedure, the tower did not allow use of the arm cart assembly after re-docking. The arm cart assembly remained in a grey state, but while still manually movable and recognizing the instrument. Attempts to re-brake the arm cart assembly were unsuccessful, and the procedure was continued using the only three arm carts assembly. There was a three-minute delay. There was no injury to the patient.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported tower 240v. Evaluation of the logs indicated that no system or tower errors were identified that would independently cause the arm cart assembly to transition to a grayed-out state. Additionally, the logs indicated that the endoscope that was initial connected to arm cart assembly 2 was not recorded as connected for a period of time. The absence of an endoscope connection during this time is consistent with the time in which the arm cart was reported as non-operational. Evaluation of the tower 240v noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during an anterior resection procedure, the arm cart assembly (aca) did not allow use after re-docking and remained in a grey state while still manually movable and recognizing the instrument. Attempts to re-brake the arm were unsuccessful, and the procedure continued using the 3 arms. There was a 3 minute delay. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.